Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: hematoma, hypotension, thrombosis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left femoral artery after an interventional procedure. The info rec'd indicates that the clip was deployed but "fast oozing" occurred. The patient has rec'd heparin and integrilin. Manual pressure was applied for 15 minutes to stop the bleeding. While the pt was in the holding bay, she started to become unstable, her blood pressure and hemoglobin dropped (to 4 gm/dl) and a hematoma was noted at the groin area. A CT scan was performed revealing a retroperitoneal bleed. Information regarding treatment was not provided. The pt expired the following day. Reportedly, the postmortem study found the retroperitoneal bleed, and two stent thromboses. The puncture site was 2 mm and was located below the inferior epigastric artery. Reportedly, no clip was present. The cause of the event has not been determined. This represents all the info available at this time. Though requested, no additional info was available.